Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a nurse via a sales representative, regards a patient of unspecified gender, age, and origin. The patient was taking insulin lispro (humalog) for type I diabetes via a humapen memoir pen. It was reported that the humapen memoir would not dial past 90. It would flip back to zero. This humapen memoir is associated with product complaint (B)(4) / lot number 0905c02. The user of the device and the user's training status was not provided. The device duration of use was not provided. Use of the pen was discontinued, and it was returned to the manufacturer (B)(4) 2010. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary, added device return date, updated EU/ca device fields appropriated.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to an open clamp on an unused supply line. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) in dwell 3 of 4 on the homechoice (hc). The cg reported that the clamp on an unused line was open resulting in the alarm. The technical service representative (tsr) explained the alarm and had cg cycle the power and close all the clamps. The tsr had the cg disconnect the home patient and cycle the power and remove the cassette. Tsr recommended the cg contact the registered nurse about the alarm. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.